Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 476mg/dl which was treated with insulin pump. Customer declined to troubleshoot as they state that the issue was due to set or site issue. Customer also states that there is no blood at site. Product will be return for analysis.